Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three proglide devices are being filed under separate manufacturer report numbers. Seven sterile representative samples of the proglide device, from lot# 060176h, were returned for evaluation. Although, functional testing did not reveal the knot unraveling during use, functional testing detected that on one of the devices an anterior cuff-to-needle tip detachment occurred during needle plunger retraction. The remaining six proglide devices passed functional testing. A review of the device history records did not reveal any non-conforming material records associated with lot# 060176h.

Event description:
The customer returned seven sterile proglide devices for evaluation after experiencing the knot unraveling after harvesting the suture with three proglide devices from the same lot number. The customer reported the product experiences as "the knot unraveling after harvesting the suture." Analysis of one of the devices resulted in a cuff-to-needle tip detachment during needle plunger retraction.